Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 1627487-2022-00420, related manufacturer reference number: 1627487-2022-00421. It was reported that system diagnostics recorded high impedances on the s1 and l4 leads. Patient had lost 30 pounds and the ipg had tilted in the pocket. As a result, surgical intervention was undertaken, wherein both leads and ipg were explanted and replaced. Effective therapy was restored post operatively.